Event description:
In 2002, pt had procedure "gastric band." Laparoscopically, gastric band was implanted by dr. Description: "adjustable gastric banding system." Patient returned to or in 2005. Due to damage of tubing of the band. Dr readjusted gastric band tubing; pt had to undergo the surgery second time.